Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was missing data points on the continuous glucose monitor (cgm) graph. Customer restarted pump and was able to start a cgm session successfully. There was no reported impact to the customer's blood glucose level.